Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of dyspareunia, cervicitis, anxiety, anemia, depression, asthma, upper respiratory infection, acne, esophageal reflux, parity 3, multi gravida, abdominal pain and pelvic pain. Essure was removed on (B)(6) 2015. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). The reporter considered medical device removal to be related to essure administration. The reporter commented: (B)(6) 2015 : hpi: states - patient had an essure procedure in january, u/s was performed that showed correct placement of essure. Iud (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: pathologic diagnosis: uterus, cervix, bilateral tubes, total hysterectomy and bilateral salpingectomy: -proliferative phase endometrium. -chronic cervicitis. -fallopian tubes with endosalpingiosis clinical information: pelvic pain and dyspareunia. Gross description: the left fallopian tube measures 7.5 cm in length and has an average diameter of 0.5cm. The right fallopian tube measures 5.5 cm in length and has an average diameter of 0.5cm. [Ultrasound scan] (date unknown): u/s was performed that showed correct placemnt of essure within the limitations of ultrasound. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain female") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of dyspareunia, cervicitis, anxiety, anemia, depression, asthma, upper respiratory infection, acne, esophageal reflux, parity 3, multi gravida and abdominal pain. Essure was removed on (B)(6) 2015. On an unknown date, the patient had essure inserted. On an unknown date she experienced pelvic pain (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). The reporter considered pelvic pain to be related to essure administration. The reporter commented: (B)(6) 2015: hpi: states - patient had an essure procedure in (B)(6), u/s was performed that showed correct placement of essure. Iud (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: pathologic diagnosis: uterus, cervix, bilateral tubes, total hysterectomy and bilateral salpingectomy: -proliferative phase endometrium. -chronic cervicitis. -fallopian tubes with endosalpingiosis clinical information: pelvic pain and dyspareunia. Gross description: the left fallopian tube measures 7.5 cm in length and has an average diameter of 0.5cm. The right fallopian tube measures 5.5 cm in length and has an average diameter of 0.5cm. [Ultrasound scan] (date unknown): u/s was performed that showed correct placement of essure within the limitations of ultrasound. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal verification event medical device removal is replaced with pelvic pain female. Also, pelvic pain female is deleted from medical history. Case marked removed from reference section. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in an adult female patient who had essure inserted for female sterilisation. The patient had a medical history of dyspareunia, cervicitis, anxiety, anemia, depression, asthma, upper respiratory infection, acne, esophageal reflux, parity 3, multi gravida, abdominal pain and pelvic pain. On an unknown date, the patient had essure inserted. On an unknown date she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2015. The reporter considered medical device removal to be related to essure administration. The reporter commented: (B)(6) 2015 : hpi: states - patient had an essure procedure in january, u/s was performed that showed correct placement of essure. Iud (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2015: pathologic diagnosis: uterus, cervix, bilateral tubes, total hysterectomy and bilateral salpingectomy: -proliferative phase endometrium. -chronic cervicitis. -fallopian tubes with endosalpingiosis clinical information: pelvic pain and dyspareunia. Gross description: the left fallopian tube measures 7.5 cm in length and has an average diameter of 0.5cm. The right fallopian tube measures 5.5 cm in length and has an average diameter of 0.5cm. [Ultrasound scan] (date unknown): u/s was performed that showed correct placement of essure within the limitations of ultrasound. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.